Event description:
On (B)(6) 2011, patient reported her infusion device is not working correctly. Patient stated that while on the primary infusion device her blood glucose went as high as 1208 mg/dl and she was in the ICU for about a week. Patient reported she slept for about 3 days before going to the hospital. Patient stated she was taken to the hospital by paramedics and while at the hospital they hooked her up to the infusion device and her blood glucose kept going higher as if the device was not delivering and insulin while in the run mode. Patient's normal blood glucose is around 120 mg/dl. Patient reported she is not currently hooked up to the infusion device. Patient stated she is currently using insulin shot therapy. Patient reported the insulin cartridge was in for about 2 weeks when she began receiving the elevated readings. Advised to use half full cartridges so that the insulin does not lose its effectiveness. Patient stated she does not let the insulin warm to room temperature. Patient reported she had a cold at the time of the incident. Product was replaced and requested return of the alleged product for evaluation.